Event description:
A report was received that the patient's precision system was explanted due to infection. The patient had an infection that started in the toe and traveled to the patient's pocket site. The infection caused the patient's pocket site to erode. The patient's symptoms were fever and drainage. The patient is reportedly doing well following the procedure.